Event description:
The rga shows customer reported that the 840 ventilator stopped cycling while on a pt. The customer's technicians verified the reported failure. The technician inspected the device and replaced the bdu pcb. The unit passed extended self testing.